Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: anisomastia, excision of the areolae, tight capsule. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a surgical procedural for bilateral excision of the areolae and a left breast capsulotomy due to a tight inferior capsule. Several years later, she was diagnosed with baker grade iii capsular contracture of the right breast and a ruptured right breast implant using ultrasound imaging. In addition, she was noted to have a waterfall deformity of the left breast during a consultation with a medical professional. As a result, the patient underwent bilateral removal and replacement with 425cc (left-sided) and 450cc (right-sided) mentor memorygel breast implants on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10407 for the contralateral event.

Manufacturer narrative:
On november 23, 2023, the mentor analysis lab received the suspect medical device for evaluation. On november 23, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).